Event description:
In 2006 the lay user/pt contacted lifescan alleging that the one touch ultra would not turon on. The medical affairs specialist spoke with the reporter (pt's family member) 2 days later to obtain/verify information. Before going to bed in 2006 (around 8:45 pm), the pt was given her regular dose of insulin (20 units of 70/30). The pt's family member first noticed that the meter would not turn on around 9:30 pm and was unable to obtain a reading. Around 12:55 am the following day the pt's family member found the pt ice cold, sweating, and "out of it." The pt's family member attempted to test her blood sugar again but the meter would not turn on. Around 1:15 am, the pt's family member called emergency medical system. The rescue squad arrived first and tested her blood sugar at "15 mg/dl" on their meter. Fiftenn minutes later, the ambulance arrived and got a "24 mg/dl" on their meter and then transported the pt to the hospital. The pt was admitted to the hospital for hypoglycemia and pneumonia. The pt received a central line with glucose and other unspecified medications as treatment. The pt was released the following afternoon with a blood sugar reading of "227 mg/dl." Earlier in the day, the pt took her normal dose of 56 units of 70/30 in the morning and has not made any changes to her medication regimen. The pt's family member also reported that the pt obtained readings of "145 and 117 mg/dl" at 12:15pm and 6pm, respectively. The pt was also eating her mornal diet. The customer care advocate verified the following; the pt was using correct test strips, the batteries were installed correctly, and the battery was last replaced less than a year ago. The power issue was not resolved. The meter, test strips, and control solution were replaced. This compaint is being reported because the pt was unable to test due to an unresolved power issue. There was a potential delay in self-treatment for low blood sugar symptoms. The pt eventually sought medical attention and was treated by medical professionals for hypoglycemia.